Manufacturer narrative:
Additional information regarding the event was requested, and the following was determined: there were no anomalies noted with the coil during initial inspection and preparation. All direction for use instructions were correctly followed. Continuous flush was maintained. No attempt was made to detach the coil.

Event description:
The physician found that the wrong coil size had been selected, as the coil was being successfully deployed in the hypogastric artery aneurysm. However, resistance was encountered as the physician attempted to retract the coil. The physician applied force to overcome the resistance, and the coil prematurely detached inside the aneurysm. A snare was used to successfully retrieve the coil. The procedure was successfully completed and there were no reported clinical consequences to the patient. The current patient condition was "listed as no adverse event".